Event description:
The or team reported that a spring was missing from the fallopian ring band applier resulting in the need to use an additional instrument to hold the part open to load the ring bands completely for application. Our csp team confirmed the part missing was from the inner tube assembly of the device.